Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-27337 - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with three insuion sets. Patient noticed symptoms 3 or more hours after insertion however the recent one was under 3 hours. The infusion sets were used for 2 days maximum in the site of insertion which was abdomen and thigh. The insertion sites were regularly rotated. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.